Event description:
Reporter indicated that patient underwent a revision surgery to have a deeper pocket made and to re-suture the incision sites because the patient had picked at the incision sites until they came open. Three weeks later, the patient's ncp system (pulse generator and bipolar lead) was explanted because the patient continued to pick at the incision sites to the point where the device protruded out. Physician does not plan to re-implant.